Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) and se 2367, which occurred on the homechoice pro during use during dwell 16. The patient was connected. The baxter technical service representative (tsr) explained the alarms. The patient had the se 2240 prior to the se 2367. The tsr advised the patient to close the clamps and cycle the power to clear the alarms. The tsr reviewed the proper procedures per the user manual with the patient and suggested the patient finish therapy using manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated they were able to resume therapy successfully after starting over with new supplies. The patient stated they did not notice any visible damage or abnormalities with the supplies in use and did not know how air might have got into the lines. The patient stated they spoke with their nurse about the alarm and has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report could not be determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).